Event description:
During procedure, the physician was using the resecting loop, the loop came off the device. The loop was removed from the bladder with a flexible grasper. The manufacturer rep was available to evaluate the device during the procedure and reported the device appeared to be assembled correctly and it was a defect in the loop itself. The procedure was completed using a standard rectoscope. The procedure was tolerated well and there was no injury to the patient.